Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the caster stems were broken and replaced all of the casters to repair the stretcher.